Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a dimensional verification and visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device showed one partial mac-loc catheter in a used and damaged condition. Upon inspection of the cap it was confirmed that two threads were showing, where specifications for the device state that less than two threads must show. A leak and tug-and-twist test was conducted and confirmed successful. The flare was inspected after disassociating the bond and appeared to be shallow and lopsided. Due to compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to cook¿s specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product and the results of our investigation, root causes that may be attributed to this failure mode include suture presence in the threads of the cap/adapter causing interference with the seal during torqueing, an inconsistent flaring process and the silicone insert being punctured from improper threading technique although this has not been conformed. This failure mode is being escalated per internal processes. Appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a percutaneous catheter drainage (pcd) procedure, the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked at the hub connection. The device was removed and replaced with a like device to successfully complete the scheduled procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.